Event description:
The port was placed 10/4/96 for infusion of chemo. On 10/25/96, when infusate was injected, the pt complained of pain. The port was removed and replaced on 10/29/96. Examination of the port after removal showed a pinhole in the bottom of the port.